Event description:
Boston scientific received information that this left ventricular lead experienced high pacing impedance levels greater than 2000 ohms. The root cause of the issue was not determined, however the lead was reprogrammed to another configuration which brought the pacing impedance levels to normal ranges. No further intervention or adverse patient effects were reported.

Event description:
Additional information was received that less than 4 months after the initial allegation of an issue on this lead, loss of capture as well was noted resulting in a revision procedure. A lead dislodgement was suspected, however, during the procedure it was confirmed that the lead was clearly fractured proximally resulting in the issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead will be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured approximately 46.8 cm from the terminal pin at the distal end of the suture sleeve tie-down area. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.